Manufacturer narrative:
The reported events of high pacing impedance, high defibrillation impedance, undersensing, and noise were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The lead was able to be inserted and secured normally into a test gallant device header and pacing impedance measurements tested in saline using the gallant device were verified to be normal.

Manufacturer narrative:
The reported events of high pacing impedance, high defibrillation impedance, undersensing and noise were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During the initial implant procedure, high pacing impedance, high defibrillation impedance, undersensing, and noise were noted on the right ventricular (rv) lead when connected to the device. The rv lead was explanted and replaced to resolve the event. The patient was stable.